Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, pain and subsequent surgical intervention for mesh removal. A review of manufacturing records indicate product was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2016, the patient underwent surgery for repair of a right inguinal hernia and a bard/davol perfix plug was implanted to repair the hernia defect. Attorney alleges that on or about (B)(6) 2019, the patient underwent an additional operation to remove the defective mesh. The patient was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer chronic physical pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.